Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The superior vena cava (svc) coil was turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: aware date. However, the new information about the lead replacement was received on (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was fractured. The lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.